Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem in the right ventricular (rv) channel. There were high rv thresholds and high impedance measurements observed, and analyzer testing showed that the lead was functioning well. The device was explanted and replaced. No patient complications have been reported as a result of this event.